Event description:
It is reported that prior to use, outside the clinical setting, the catheter tip was noted to be "defective". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that prior to use, outside the clinical setting, the catheter tip was noted to be "defective". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Based on the image provided in sap, the tip looks defective, and this may be due to the mishandling during the sealing process where it was sealed to the packaging pouch. However, it is not sufficient to address the complaint as the catheter has been taken out from the pouch. Hence, the defect on the tip cannot be confirmed. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.